Event description:
The technician reported that the right intermediate side rail would not stay latched. The bed was located in the burn unit hallway at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician stated that the right intermediate side rail would not stay latched due to the latching mechanism being worn from normal usage. There are no records of the side rail latch being replaced in the past and the bed was delivered to the account in 2005. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006 through 2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the right intermediate side rail latch to resolve the issue. Based on this information, no further action is required.